Manufacturer narrative:
Event was reported to have occurred on an unreported date "from" (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "repeated peritonitis". The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin and meropenem (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was withdrawn during the hospitalization and treatment. No additional information could be provided as the reporter declined follow up.